Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after activation of the hemopro tissue welder, the harvester deactivated the device and device would not shut off. The physician's assistant withdrew the device out from the pt's leg and the jaw tip was still glowing orange red. The hemopro power supply setting was 2.5 per IFU recommendations. A replacement unit was used to complete the procedure with the original dc extension cable. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).